Event description:
It was reported that during pretest the sterile water was not drained out well. They used medicon syringe to drain the water and it was unknown how much water they withdrawn using syringe. They manually aspirated the water. The lot number was myhx1166. Per sample return on (B)(6) 2024, it was reported that foley catheter with batch# nggy5005 was returned for evaluation. Per sample evaluation received on (B)(6) 2024, it was found that the sample was also asymmetrical during evaluation. (Lot# nggy5000).

Manufacturer narrative:
The reported event is unconfirmed. Visual evaluation noted received silicone foley catheter with syringe. Inflated catheter balloon with 10 ml methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water). Upon inflation the balloon maintained a ratio of 100:0. Balloon deflated under 5 minutes passively with no difficulties. Also received 3 photo samples. First photo sample shows top inflation cap with lot number indicated as nggy5000. The second photo sample shows top view of catheter and syringe used. The third photo sample shows end of balloon with catheter balloon not inflated. Based on the physical sample received the reported event is unconfirmed. No root cause could be found because the reported event was unconfirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labelling review is not required as the reported event is unconfirmed. Correction: d UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pretest the sterile water was not drained out well. They used medicon syringe to drain the water and it was unknown how much water they withdrawn using syringe. They manually aspirated the water. The lot number was myhx1166.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.